Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was undersensing causing 60 second pause episode. Patient was asymptomatic and stable. No intervention was performed.